Event description:
It was reported that gauges were observed on the bottom shaft of the cadiere forceps instrument. No additional information was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed deep scratches with material removed on the instrument main tube, located in an area extending approx .570" from the intersection with the proximal clevis. The location and appearance of the scratches suggests that they may have been caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.